Event description:
On unk date, a pt had an endovascular repair using najuta stent graft to treat a thoracic aortic aneurysm from the aortic arch to the descending aorta. In 2011, a computed tomography revealed a proximal type I endoleak due to infolding at the proximal end of the najuta stent graft. On (B)(6) 2012, the pt underwent a procedure using a gore tag thoracic endoprosthesis to repair a proximal type 1 endoleak. The physician ballooned the proximal end of the gore tag thoracic endoprosthesis using a gore tri lobe balloon catheter. After the ballooning, the pt's blood pressure and the pt needed a cardiac message and the heart-lung machine. An open thoracic surgery was emergently performed. During the surgery, the physician found the rupture from the ascending dissection at the proximal portion of tag device. The physician replaced the dissected ascending aorta with the vascular graft. After the open surgery, the pt was transported to the ICU but she expired due to the dissection on the same day.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - per the gore tri-lobe balloon catheter instructions for use (IFU), the volume of diluted contrast solution used to inflate the balloon catheter will determine the balloon diameter achieved (figure 2). Observe inflation of the balloons under fluoroscopy to determine if add'l inflation volume is required to optimize balloon contact. To avoid vessel trauma, do not over-inflate the balloons in relation to the diameter of the artery or other devices.